Event description:
It was reported that the procedure was to treat a lesion in the tibial artery. The 2.0 x 20 mm armada 14 balloon catheter was prepared per the instructions for use, prior to use. The armada 14 was advanced without issue and inflated to an unknown pressure; however, the balloon would not fully inflate. The physician believed that a rupture occurred. A new armada 14 balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was not confirmed; however, a leak was confirmed. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.